Manufacturer narrative:
Investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The peritoneal dialysis (pd) nurse stated that the patient was hospitalized on an unknown date due to symptoms of fever, shivering (chills), and weakness. The causal event for the hospitalization was related to an insect bite the patient had on her abdomen. The event was not related to pd therapy or any fresenius pd products. There was no alleged machine malfunction or product defect related to the reason for hospitalization. The patient continues ccpd without any further issues since being discharged from the hospital.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler was giving drain complication encountered messages during drain 0. The patient had drained 301/1000 ml but was released from the hospital earlier in the day and did not have 1000 ml to drain. No further information has been made available at this time.